Event description:
It was reported that the touch-screen on the 9900 system was not working correctly and the keyboard locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the hard drive were replaced and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.